Event description:
An animas one touch ping pump was shipped to the patient on (B)(6) 2009; no product complaints were reported on this pump until a morgue technician who called customer technical support on (B)(6) 2011 for assistance with turning the pump off. The technician reported that the patient died on (B)(6) 2011 but did not report a cause of death. Attempts to obtain cause of death were made without success. The complaint was originally determined to be non-reportable based on the fact that there was no allegation that the pump caused or contributed to the death, and no cause of death was reported. Additionally, the pump was returned and, on investigation, no device malfunctions or defects were observed. On (B)(6) 2013 animas received a summons from the family¿s lawyer in which there was an allegation that ¿the use of this device (said to be animas 2020 insulin pump and 2.00 ml cartridges) led to his death.¿ in the summons, it was alleged that the pump ¿failed to properly deliver insulin during the ¿basal¿ cycle causing the insulin to pool under his skin instead of circulating throughout his body.¿ the summons also alleged that the patient¿s death may have been related to a cartridge leak. Finally the summons alleged that the pump and/or cartridge ¿caused decedent to suffer from hypoglycemia leading to diabetic ketoacidosis and death.¿an autopsy report was requested and received from the medical examiner¿s office which highlighted elevated blood glucose levels (hyperglycemia). The official cause of death was reported as ¿complications of insulin-dependent diabetes mellitus with evidence of diabetic ketoacidosis.¿ the report noted that the decedent was non-compliant to treatment. Additionally, it was said that the decedent complained of not feeling well, was vomiting, and had elevated serum glucose levels two days prior to his death. It was said that the insulin pump was found attached to the body with an infusion set adhered to the abdomen. According to the autopsy report, the cannula tip was bent (kinked) and was lying on top of the skin. This complaint is being reported due to an allegation that an animas device may have caused or contributed to the patient¿s death.

Manufacturer narrative:
The pump was shipped to the patient on (B)(4) 2009; no product complaints were reported on this pump. The pump and a used cartridge were returned to animas and investigated on 12/09/2011. The pump was returned to animas with a scratched case and worn keypad. The review of the pump¿s history indicated that the pump was in use until (B)(6) 2011, the date of death. The last bolus was performed on (B)(6) 2011 at 11:01pm. The final basal delivery occurred at 11:36am on (B)(6) 2011, when the cartridge was depleted of insulin due to basal delivery. The history included a record of alarms associated with normal function of the pump, such as when the insulin cartridge was empty. There were no alarms indicating pump malfunction. The history indicated that the total daily basal deliveries were correct and that the bolus deliveries were accurately reflected in the daily insulin delivery totals. The total daily dose (tdd) history showed that on (B)(6) 2011 the amount exceeded the patient¿s usual amount. The difference can be attributed to the bolus delivery amounts. The tdd on (B)(6) 2011 was 103.4 units (bolus delivery of 62 units). Of these 62 bolus units, 42 units were delivered between 8:59pm and 11:01pm. No bolus deliveries were recorded between (B)(6) 2011; only basal insulin was delivered. A 29-hour flow accuracy test was performed; the pump passed the test and was found to be delivering within the required specifications. The cartridge was also returned and tested. The lot number was not reported. The cartridge passed the visual inspection. The fill test, leak test, and force test were completed with no failures (air bubbles or leaks) observed. In summary, no device malfunctions or defects were observed during investigation. (B)(6).